Manufacturer narrative:
The customer¿s report of a cardiac medication bag found empty prematurely was not confirmed. Physical inspection of the device and administration set identified no issues or anomalies. Analysis of the pcu event logs shows that on (B)(6) 2016 the pump module was infusing dobutamine 500mg/250ml at 4.6ml/hr. During the infusion the safety clamp was opened twice for recorded durations of 4 seconds each following an occluded fluid side alarm. The infusion was terminated after an air in line alarm. The volume recorded as infused was 45.906ml. The cause for the early termination of the infusion could not be ascertained from the log. Functional testing of the set resulted in no leaking. Rate accuracy testing using the pump module and event set showed the device infusing within specification. The root cause for the customer¿s reported issue was not identified.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "cardiac medication infused at a set rate of 4.6 ml/hr. A new bag was started at 2100. At 0600, IV pump began alarming. IV bag found empty. Upon review of the pump, the pump showed that there should be 194.1ml left in the bag. IV pump taken out of service and patient monitored for arrhythmia." The customer stated that the unspecified cardiac medication was initiated as a primary infusion at a set rate of 4.6 ml/hr. A new bag was started at 2100. At 0600, IV pump began alarming. IV bag found empty. Upon review of the pump, the pump showed that there should be 194.1ml left in the bag. IV pump taken out of service and patient monitored for arrhythmia.". There was no report of patient harm reported.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported dobutamine was initiated as a primary infusion at a set rate of 4.6 ml/hr. A new bag was started at 2100. At 0600, IV pump began alarming. IV bag found empty. Upon review of the pump, the pump showed that there should be 194.1 ml left in the bag. IV pump taken out of service and patient monitored for arrhythmia.". There was no report of patient harm reported.